Event description:
Per the study: this male patient with a history of previous mi, unstable angina, class ccs4, recent ami(>72 hours), and diabetes (non-idd type ii), was admitted for coronary intervention. Baseline medications are unknown. Aspirin, plavix, heparin, and gp iib/iiia inhibitors were administered intra procedurally. Angiography revealed a 99% stenosis in the mid-rca, a 65% stenosis in the distal rca, and a 75% stenosis in the rpl. To (2) cypher select stents, a 3.0 x 23mm and a 3.0 x 28mm, were implanted in overlapping fashion within the mid-rca. Timi ii flow was noted post procedure. The lesions in the distal rca and the rpl were not treated. Within the first 24 hours post procedure, the patient experienced a rise in cardiac enzyme, with ck-mb peaking at 37.4 ug/ml. Treatment, if any, is not known. Approximately one week later, the patient returned to the cath lab for a clinically driven re-angiogram. The 75% lesion in the rpl was treated with pci and stenting (details unknown). No evidence of restenosis of thrombus was noted in the previously placed cypher select stents.

Manufacturer narrative:
Note: cypher select is not distributed in the us; however, it is similar to us cypher product. This is one of two devices reported for the same event. Please reference MFR report # 9616099-2007-01558 and -01559. Additional information will be submitted within 30 days of receipt.